Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 500 mg/dl and they had to taken to the emergency room. Customer's other blood glucose value was unknown. Customer stated that the insulin pump had no delivery alarm. The customer was declined to troubleshoot for high blood glucose. The device will not be returned for analysis.